Event description:
Customer initially reports that "when it's assembled, there's a bit of a gap between the inner piece and the outer tube, where patient tissue keeps getting caught during procedures." They are concerned that this is a patient safety issue. On (B)(6) 2015 cardiovascular resource nurse reports there is general concern among the surgeons who want device returned because they believe there is potential for harm though no harm done at this point. No documented events to report. No further information available.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.